Event description:
Caller reported compact plus system blood glucose results of 86 mg/dl and 161 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.